Event description:
It was reported that atrial sensing and capture and could not be confirmed. Atrial channel markers appeared to possible not line up electrograms (egm). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).